Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid at 6.omg/ml at 1.3986 mg per 24 hours via an implantable pump. A seroma around the pump pocket was reported. The patient had their pump replaced 24-mar-2023 and reported having symptoms such as emesis, diarrhea, and headaches starting 12 hours after surgical replacement of pump on 24-mar-2023. There were no known external factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician aspirated 300 ml of fluid from pump pocket, and performed dye study. Dye was only visible in pump segment of catheter. Dye could not be seen in catheter in spinal segment. The physician placed the patient on minimum rate, 0.0372 mg per 24 hours, after dye study was completed. As of today, the day of the report, no actions have been taken to resolve the issue. The physician was planning on scheduling the patient for a revision. Surgical intervention did not occur but was planned but had not been scheduled. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2009. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n223451001, ubd: 03-sep-2011, UDI#: 00613994501127 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.